Event description:
During servicing of monitor sn (B)(4), which was returned for an unrelated reason, the response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button flex cable was damaged, preventing the response button from functioning properly. The root cause for the damaged flex cable could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.